Event description:
The customer's spouse called to report that the customer is in the hospital. The contact indicated that the customer received an over infusion of insulin while priming the pump. It was stated that it appears the pump had the insulin exiting but the numbers were not advancing. The customer did an insertion at that time and then held the activatr buttons to try and get to the fixed prime screen. While the customer was in the hospital they tried a second reservoir and appears to have the insulin exiting but the numbers did not go forward. Troubleshooting was performed. The prime history showed only one prime. Instructed the customer to disconnect from the pump and use a back up plan.